Event description:
During an unknown procedure, the device made a "cracking" sound and would not fire. The procedure was completed with another device. There was no adverse consequence to the patient.

Manufacturer narrative:
One instrument was returned with the articulation mechanism damaged, otherwise in good visual condition and loaded with an unfired cartridge. Although the articulation mechanism was damaged as it did not articulate to the right side, the instrument was tested for functionality with a test cartridge and it fired conforming; however, the staples malformed. Therefore, the instrument was disassembled to examine the condition of the internal components and no anomalies were found. The returned cartridge was tested for functionality with a test instrument and it fired conforming. No conclusion could be reached as to why the staples malformed as no anomalies were found in any of the internal components.